Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had a failure in the cubie drawer. The field service engineer (fse) performed a visual inspection, identified that the cable was not making full contact, and then reseated the cable. After reseating, testing was resumed, and no further issues were observed. All bus and cable connections were verified, and drawer/pocket operation was confirmed. The customer verified proper operation by checking inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 failed to recover, was not detected on the bus, and rebooting did not resolve the issue.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.